Manufacturer narrative:
The customer inadvertently filled the solution a bottle with di water and tested samples on the entire shift. Wash solution a contains sodium azide and saline used to wash and rinse the inside of the probe. Ocd customer technical services (cts) discussed with the customer regarding the role of the wash solution reagent. Incident is isolated. (B) (4).

Event description:
The customer inadvertently filled the solution a bottle with di water and tested samples on the entire shift. It is unk whether results were reported. If the probe is not washed properly, carry over and or cross contamination could occur which could lead to erroneous test results.